Manufacturer narrative:
H.6. Investigation: twenty-five loose 10ml syringes were received (p/n 301029). The samples were visually evaluated. Thirteen samples were observed to have a black foreign matter embedded on the plunger rods. From these thirteen sample nine had foreign matter size large enough to be considered defective. Two samples were observed to have a black foreign matter embedded on the barrel, outside of the print area. One sample foreign matter was smaller in size and acceptable per product specification. Another sample foreign matter was opposite the 3ml grad line and was large enough to be considered defective. The foreign matter appeared to be degraded plastic in all affected samples. All twenty five syringes were evaluated for excess silicone lubricant and print issues with none present. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #0071625 is considered in compliance with our product specification requirements. Since no samples displaying the excess silicone droplets or scale marking issues were received a potential root causes could not be defined, and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that syringe 10ml ll bns had foreign matter. This occurred on 11 occasions. The following information was provided by the initial reporter: black spots ¿ 11 syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll bns had foreign matter. This occurred on 11 occasions. The following information was provided by the initial reporter: black spots ¿ 11 syringes.